Event description:
The customer reported the laparo-thoraco videoscope had no angulation when the control lever was turned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy and the light guide lens adhesive was peeled off. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
During device evaluation at olympus, it was found the video cable of the objective lens was leaking, the bending section cover adhesive was peeled off, the light guide lens adhesive was peeled off and leaking, and angulation was reduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foggy image was likely due to humidity entering the objective lens through a leak due to peeled light guide lens adhesive; however, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.